Event description:
A 20 mm diameter x 2.0 cm length sprinter balloon dilatation catheter was inserted into a pt for treatment of an unknown artery. It was reported that during the initial inflation and deflation there were no issues with the balloon. The balloon catheter was removed from the pt. It was reported that the physician used the re-fold tool to re-wrap the balloon prior to re-inserting the balloon in the pt. Upon the second inflation there were no issues with the inflation, however the device would not deflate. The physician elected to burst the balloon causing the perforation in the artery. The balloon was then successfully removed from the pt. No additional clinical sequealae were reported that the pt is reported to be fine.